Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 11-jun-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated she was not feeling well and was still experiencing symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated she had tested twice using her true metrix meter and had obtained 586 mg/dl at 7:15 am and 356 mg/dl at 8:30 am. Customer stated she had then tested at 8:40 am using her mother's true metrix meter and had obtained a result of 288 mg/dl. Fasting/non-fasting status of the results was not provided. The customer¿s expected am fasting blood glucose test result range is 140-180 mg/dl and expected pm fasting blood glucose test result is 300 mg/dl. The customer reported having a headache; medical attention was not needed at the time of the call. The customer states that she has had the headache for the last week since she started to use the true metrix meter. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/31/2025; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.